Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the lcd (liquid crystal display) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) liquid crystal display (lcd) panel was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found that the connector on the gui lcd had thermal damage and the wires on the gui lcd panel were pinched. The returned component could not be attached to a test ventilator for analysis due to the thermal damage to the connector. The product analysis technician reported that the root cause was isolated to the thermal damage due to customer mishandling. If information is provided in the future, a supplemental report will be issued.